Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that the coil unexpectedly detached in the aorta/hepatic artery. The coil was successfully removed with a snare device. There was no reported patient injury.

Manufacturer narrative:
The coil was returned for analysis, without the delivery pusher. The implant coil was noted to be stretched on the proximal end, and both the stretch resistant member and hydrogel were broken inside the implant. The implant was intact and in one piece. No monofilament end could be detected on the proximal end of the implant. Based on the investigation, the complaint of a broken coil could not be confirmed; the coil was stretched on the proximal segment, and was in one piece. No irregularities were seen with the proximal attachment end of the implant. The root cause is unknown; however, the damage to the device exhibited that it was subjected to excessive tensile force that exceeded its maximum strength specification.